Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date when screw measurement was off screw was attempted to be removed with interlocking screwdriver. The head then stripped on the interlocking screwdriver. Depth gauge bent through trocar for distal locking screws in tfna nail. The screwdriver head stripped. The solid screwdriver was then used to remove the screw and reinserted the calibrated still bit. The procedure was completed without delay. There was no patient consequence. Concomitant devices reported: unknown trocar (part # unknown, lot # unknown, quantity # 1), unknown screw (part # unknown, lot # unknown, quantity # 1), unknown nail (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).